Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department with symptoms of shortness of breath, dizziness, and asystole. The patient was also suspected to have an infection due to a fever that was not related to their pacemaker. It was discovered that the patient's pacemaker failed to be interrogated due to premature battery depletion and exhibited no pacing output. External pacing was used on the patient. The pacemaker remained implanted, but an additional pacemaker was implanted successfully on (B)(6) 2026. The patient was eventually stable and discharged from the hospital.